Manufacturer narrative:
The field service representative determined there was a problem with the tubing and the connector. He repaired the tubing and replaced the connector. He then rechecked the system for leaks and noted the unit was okay.

Event description:
The user experienced a water leak coming from the rear of the analyzer. The water was leaking on the table top and then running onto the floor in front of the analyzer in the walkway. The user cleaned up and contained the water. No pt samples were involved. No operators were harmed.